Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? ---no information. If so, did the noise prevent insufflation? ---no information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no information. What was the gas consumption rate or volume (liter/minute)? 8 and 12. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Forceps. Was any torque being applied to the trocar or device? ---no information.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked. Forceps were inserted into each device. The abdominal air pressure was 8 and the flow rate was 12. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Leak issues. The analysis results found that the device was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.